Manufacturer narrative:
One device was received for evaluation. The returned product met specification as received. The visual inspection found no defects. The reported condition was not confirmed. The investigation found the wands detected the radio-frequency identification (rfid) tags in the gauze. The wand was waved over staples and did not detect them. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device "detected" a patient's staple line even it is none. The wand detected something other than a situate sponge, the customer offered the possibility that the staple line ¿might¿ have caused it. Two additional wands were tried and functioned properly. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device "detected" a patient's staple line even it is not there. Two additional wands were tried and functioned properly. There was no patient involvement.